Event description:
Caller reported potential false negative hcg results from several pts when using the cardinal sp hcg urine cassette. The information provided by the customer was for one specific pt. This pt had a negative urine hcg result when using the cardinal sp hcg urine cassette but the serum quantitive test results were 237 miu/ml (by reference lab, instrument unknown). No further pt information was provided.

Manufacturer narrative:
Investigation: lot number (s): hcg1120072; expiration date (s): 12/2013. Control: 25 miu/ml hcg urine control lot: hcg111009-02. 100 miu/ml hcg urine control lot: hcg120223-01. 244,7 iu/ml hcg urine control lot: hcg111130-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. (N=5). The 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 244.7 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain products. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the information provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.